Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that following the treatment of the superficial femoral artery (sfa) with severe calcification using an ipsilateral antegrade approach, the angio-seal device was employed for hemostasis. However, the device proved difficult to insert. When the device/sheath assembly was withdrawn to position the anchor against the vessel wall, the anchor failed to position correctly, and the entire assembly was withdrawn from the body, resulting in failed hemostasis. The physician then opted for manual compression to achieve hemostasis, which was successfully accomplished. Blood loss was less than 250cc. The reported event led to patient injury and/or required medical or surgical intervention, though there is no direct allegation that the device caused or contributed to the injury or need for intervention. The procedure before deploying the device was permanent pace-maker implantation (ppi), and a pre-deployment angiogram was performed. A 6 fr sheath ancillary was used, with the puncture site being the right common femoral artery. The vessel diameter remains unknown. No equipment or other devices were used with the above product. The event occurred intra-operative.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and sheath were returned separated. The collagen and suture were in the sheath cap and the tamper tube deployed. The device sleeve was returned in rear lock position. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).